Event description:
It was reported that during an implant procedure, the suture sleeve detached from the lead and the lead body was unable to be secured as a result. A new lead was successfully implanted. No adverse patient consequences were reported.